Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned photo sample noted one unopened (with original packaging), coude intermittent catheter. Visual inspection of the photo sample noted the hole placement on the catheter. Unable to measure the catheter hole since the physical sample was not return for further evaluation. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "operator or machine error". However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿bard® intermittent catheter (latex) instructions for use indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter did not have an outer coating causing friction (lot#nghv1844), (lot#nghx3849) when inserted and the hole was too large causing the catheter to flex when going in the bladder. (Lot#nghv1844) (lot#nghx3849) per customer follow up received on (B)(6) 2024, it was reported that there was lot#nghv1844 and lot#nghx3849 were affected. There was no patient impact. Per additional information received on 02apr2024, the one on the right has no outer coating so it did not slide smoothly and causes friction. The hole was too large and caused the catheter to flex when going into the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter did not have an outer coating causing friction when inserted and the hole was too large causing the catheter to flex when going inside the bladder. Per customer follow up received on 02apr2024, it was reported that there were two lots affected. There was no patient impact. Per additional information received on 02apr2024, the one on the right has no outer coating so it did not slide smoothly and causes friction. The hole was too large and caused the catheter to flex when going into the bladder.